Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare provider stated the charger for the ilet device was broken and a replacement charger was shipped with expedited delivery. Symptoms included no device alerts or alarms and no reported adverse clinical effects. Outcomes included restoration of therapy support through shipment of replacement supplies. Investigation included customer service triage and arrangement of replacement accessories. Investigation of this case revealed a charger malfunction consistent with an accessory hardware failure affecting power delivery. It was concluded, based on previously established findings for similar reports, that the cause was accessory component failure.